Event description:
Customer states: during pre-test prior to use on a pt, a doctor found the tracheal cuff would not be deflated. There was no pt involvement.

Manufacturer narrative:
(B)(4). The sample associated to this report is currently in transit to the mfg site for analysis.